Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet as a result the battery gauge was observed to be fluctuating which ultimately resulted in the pump shutting down. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Subsequently, it was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue and insulin delivery as able to be resumed. Customer¿s blood glucose level was approximately 300 mg/dl.